Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and the ipg has reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg was discarded.